Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "old-deflated".

Event description:
Healthcare professional reported right side "old-deflated". Device has been explanted and replaced.

Event description:
Healthcare professional reported, right side "old-deflated". Device has been explanted and replaced.